Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device used for about 30 minutes before it started overheating, the device smelled hot, the device was hot to touch and the square in top was also blinking. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.